Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the fantail region and cut silicone overmold on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail region, and cut silicone overmold was observed on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not be explanted at this time. It is believed that the recipient experienced an in-situ failure. A review of the device history record was completed and no anomalies were noted. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient ceased device use. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail region, and cut silicone overmold was observed on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.